Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the esg-400 stopped energizing. The unti displayed error e006. The issue occurred during a therapeutic trans cervical resection in saline procedure. The procedure was completed with a similar device. There were no reports of patienr harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received from customer.